Event description:
It was reported that during a gastric bypass procedure, two tanks of gas were used. A (B)(4) devices were being used at the same time. However, it is unknown exactly which one of the trocars or sleeves were leaking every time a device was being inserted. It was noticed that every time the endocutter was inserted the pressure would drop significantly to an unknown value. The camera was inserted into a (B)(4) trocar, the gas line was connected and the stopcock was opened. The same devices were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.